Manufacturer narrative:
Device not returned.

Event description:
It was reported that the device was explanted approximately after an implant duration of 23 months, due to unknown reasons. No further details were provided. Information learned from implant patient registry.

Manufacturer narrative:
This event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow up with the health care provider (via fax), additional information was received. The operative report was request but not provided.

Event description:
It was learned that the device was explanted due to endocarditis. No other details were provided.

Event description:
Despite our repeated attempts to obtain additional information, and return of the device, no response was received. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.